Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for discharge urine. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review is not required because the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labelling to review h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced allergic reaction by purewick female external catheter which was used in hospital and not using it . No medical intervention was reported. Per follow-up on (B)(6) 2020. Patient was 95 years old and would get abrasions and sores when using the system. Patient believes it may have been caused by the way the catheter was placed and removed. Patient was in the hospital again in november 2020 and it happened again. Patient had one sore. Each time required medical treatment by a physician while they were in the hospital and described that patient's skin was thin. They do not have a system at home.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced allergic reaction by purewick female external catheter which was used in hospital and not using it . No medical intervention was reported. Per follow-up on (B)(6) 2020. Patient was (B)(6) and would get abrasions and sores when using the system. Patient believes it may have been caused by the way the catheter was placed and removed. Patient was in the hospital again in (B)(6) 2020 and it happened again. Patient had one sore. Each time required medical treatment by a physician while they were in the hospital and described that patient's skin was thin. They do not have a system at home.